Event description:
It was reported that during a gastric bypass procedure, the trocar lost pneumo between the reductor and sleeve. Changed the trocar to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.